Event description:
It was reported that the handle of a tracheobronchial stent graft broke during deployment and the stent graft would not deploy. The outer sheath was found to be detached. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation. The investigation results confirm that the deployment mechanism was actively used and that the outer sheath ruptured during stent graft deployment. Necking and elongation of the outer sheath led to the conclusion that high friction forces were present in the system, which made stent graft deployment impossible. No indication of manufacturing or process related issues were found. Potential factors that could have led or contributed to the event have been considered. The event may have been associated with difficult anatomic conditions of the pt. Furthermore, insufficient flushing of the device may be a contributing factor for the reported event. Based on the info available and the evaluation of the sample returned, a definite root cause for the reported failure could not be determined. The instructions for use (IFU) sufficiently address the potential factors. The IFU states under preparation: "... Flush the stent graft lumen with sterile saline ..." The IFU also states: "the fluency plus tracheobronchial stent graft indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms...the safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death." The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The reported application represents an off label use of the device.